Event description:
The products have been in use for the past 2-3 years. Of late numerous defects are being noticed resulting in unnecessary interventions in already compromised cancer patients. Their defects are breakage, kinking of the catheter, kinking of the guidewires, breakage of the catheter at site of skin entry, leaking of catheter within the tunnel leading to extravasation and infection, breaking of occlusion clamps, breaking of the luer tips of the catheter. All of these have resulted in considerable patient suffering and delays and stoppages in treatment.